Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h4, d4, h6. The device was returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: we could not identify the foreign material. We could not conclusively specify the root cause of the foreign material remained in the device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the flex video scope exhibited foreign objects in the forceps channel. The event occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
E1 address continued: (B)(6). E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the flex video scope exhibited foreign objects in the forceps channel. The event occurred during reprocessing. There were no reports of patient involvement.